Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, serial#: (B)(4), implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead and right ventricular (rv) lead exhibited undersensing and diminished sensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.